Manufacturer narrative:
Int. Ref. (B)(4). The digitaldiagnost is a direct digital radiography system with flat detector technology based on modular components to allow for customization for all radiographic applications and workload requirements. The patient support for stitching is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For easy use, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and has to be folded up and fixed by a hook for transportation, e.g. From one room to another. Philips field service engineer investigated at site and confirmed the reported issue. One of the two hinges was defect. If the both hinges of the footboard are for some reason worn differently, the footboard may folded up in a way that prevents the hook for snapping into place securely. Philips field service engineer replaced both hinges and made sure that the equipment is working as specified. An already initiated field safety corrective action (fco 71200185) contains improvement of hinges and an additional brake cylinder. Correction: health professional instead of consumer result and conclusion submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer complained a defect hinge of the foot board of the patient support for stitching. No injury occurred.